Event description:
Opened pack of tag sponges to field. Counted only four tag sponges (should be 5). They were removed from the field, bagged with original packaging, and given to operating room manager.